Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: increased thirst. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned - customer returned an empty test strip vial, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). During the call, a back to back blood test was performed by the customer and produced e-0 and e-5 error messages using true metrix go meter. The customer stated she had increased thirst and was drinking a lot; medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened 2 weeks prior to the call.